Event description:
It was reported patient had recharge burden and had to charge multiple timed a day and unable to provide therapy. As such surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.